Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Additionally, do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer declined further troubleshooting for this issue. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a manual correction injection. Customer was also found to have been using cartridges beyond labeling as well as off label insulin. Tandem technical support advised customer against this. Customer acknowledged.